Event description:
It was reported that a patient enrolled in the (B)(4) underwent a total right hip arthroplasty on an unknown date. Subsequently, patient underwent an irrigation and debridement procedure on (B)(6) 2005 due to infection. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
Event description - no components were removed during the irrigation and debridement procedure.

Event description:
It was reported that a patient enrolled in the m2a magnum study underwent a total right hip arthroplasty on an unknown date. Subsequently, patient underwent an irrigation and debridement procedure on (B)(6) 2005 due to infection.